Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) france alleging that their onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to say when the inaccuracy issue first started, but stated that they had obtained blood glucose readings of ¿303 and 243mg/dl¿ with the subject meter which were higher than their feelings and/or normal readings. The patient manages their diabetes with insulin (self-adjuster) and denied taking any action in response to their regular diabetes management regimen routine as a result of the inaccuracy issue. The patient stated that an unknown period of time after the alleged inaccuracy they experienced the symptoms of ¿shaking¿ and ¿collapsing¿. In response to this the patient self-treated by consuming more food/drink an unknown period of time later. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/18/2015). The patient¿s meter has been returned on 2/3/2015 and evaluated by lifescan product analysis on 2/6/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.